Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 58-year-old male patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, environmental chamber testing, and stress testing using the returned multifunction cable, without duplicating the report. The device's processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. The specific event case could not be firmly established via the logs, and clarification could not be obtained from the customer. No trend is associated with reports of this type.